Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's parent called and reported customer experienced high blood glucose, despite changing out set and reservoir, and during a priming attempt, no insulin was seen. The customer's father then changed the set and used the same reservoir, and still saw no insulin. Upon changing out reservoir, insulin was seen exiting the tubing. Troubleshooting was declined.